Event description:
It was reported that the patient presented for a routine generator replacement procedure. During the procedure, plasma blade cautery was used and the pulse generator exhibited loss of capture for many seconds. There were no adverse effects to the patient. The device was successfully changed out and the patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.